Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
One day post implant, it was reported that the superior vena cava impedance was high and a loose set screw was suspected. System revision was performed 2 days post implant. After reinserting and retightening the svc pin, the impedance was still high. The device was then replaced with a new device and the lead impedance was within normal limits. The lead remains in use. No patient complications were reported as a result of this event.